Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Pt rep mentioned that the pt just had surgery to have the ins replaced. Pt came on the call and pss could not ask for further sr information as pt was escalated and disconnected the call.